Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
One delta xtend guide rod was submitted for engineering review. The narrow tip of the guide rode has fractured away and was not returned. The guide rod is used in an assembly that allows the tip to be overtightened and compressed into a hard stop. This causes the tip to deflect. Metallurgical analysis was completed with sem. The findings indicate that the fracture was cause by high-stress, low-cycle fatigue with a large final overload. These observations indicate that the failure is likely linked to the instrument design. The length specification on the tip allows the tip to bottom out on the proximal reaming guide before it is fully tightened into the reaming guide holder. The rod can then be overtightened and the high stresses described by metallurgy occur when the over-long tip buckles under the load. Depuy product development is currently in process of redesigning the instrument to update the design and bolster its durability. The root cause is attributed to design. Monitor through trend analysis per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Part broke when impacting.